Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-03745. Additional information received identified the leads were explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-03745. It was reported the patient experienced ineffective stimulation as the amplitude cannot be increased. System diagnostics determined high impedances on the leads. Reprogramming was able to provide good coverage at the time. However, the issue recurred. X-rays revealed right side lead has migrated. As a result, surgical intervention will be taken at a later date to address the issue.